Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience difficulty loading cartridges on the pump due to damage. Additionally, it was reported that occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels (bg values were not provided). The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.